Manufacturer narrative:
The device is unavailable for analysis.

Event description:
Per the clinic, the patient experienced healing issues post cochlear implant surgery, the patient was prescribed oral antibiotics (date and duration not reported) without resolution. Subsequently the received/stimulator unit was exposed resulting in the decision to have skin flap revision surgery on (B)(6), 2014. The device was then exposed once again three weeks post revision surgery. The device was explanted on (B)(6), 2014. The device is not available for analysis.